Manufacturer narrative:
A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak from the previous night's treatment. The patient found fluid leaking from the cassette door down to the tubing. The patient was advised to discontinue using the cycler. The patient had already notified her pd nurse. During follow up the patient's nurse reported there was no medical intervention or adverse event associated with the leak. No antibiotics were prescribed. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.